Manufacturer narrative:
Section e1. Telephone number: (B)(6). Section d4, model number, not available at the time to this report. Section d4, catalog number, not available at the time to this report. Section d4, expiration date: not available at the time to this report. Section d4, primary unique device identification (UDI) number: not available at the time to this report. Section d6a: if implanted, give date: not applicable, as device is not an implantable device. Section d6b: if explanted, give date: not applicable, as device is not an implantable device. Section e1. Telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: not available at the time to this report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported that there was some ¿lint¿ in the anterior capsule after the procedure with catalys. The issue occurred during capsulotomy. The foreign material was not removed. No further information provided.